Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the front panel of the insufflation unit went out. A buzzer sounded, and the power went out. The issue occurred, during an unspecified therapeutic procedure. The procedure was completed using the same device. And there were no reports of delays or patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, from the investigation result concerning the buzzer sounded and the power going out, it is assumed that the air supply operation stopped while the alarm sounded, and the front-panel led turned off when an error in the pressure sensor on the main board was detected. Also, the power supply may have turned off when the buzzer sounded, causing the power to have been turned off. Olympus will continue to monitor the field performance for this device.